Event description:
A v.a.c. Therapy device was placed during surgery over pt's right groin wound in 2004. The wound was a muscle flap covering a newly grafted artery. The pt was taken back to surgery early the following day due to a hematoma. The pt was doing well and transferred out of the ICU 2 days later. Early in the morning of the following day the pt was found with severe bleeding and had suffered a cardiac arrest. They were taken back to surgery to repair a ruptured artery and were stabilized.